Event description:
A home pt contacted baxter's technical service center and stated she was connected during the self test. Baxter's technical service rep advised the pt line should not be connected to catheter during self testing. The home pt was instructed to dispose the set-up and start over with new supplies. There was no report of pt injury or medical intervention at the time of the call.

Manufacturer narrative:
Baxter's product surveillance dept will attempt to review proper procedure with the home pt.